Manufacturer narrative:
Replacement device shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that the adjustment screw head has a few gouges but the hex head remains intact and functional. The threads of the adjustment screw are in good condition and the clamp movement is good. The threaded screw hole for instrument attachment is also in good condition and receives the mating part without issue. No problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.return requested. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported a site's suretrak medium clamp has a stripped screw hole. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.